Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 13 mg/dl (system 1), 16 mg/dl (system 1), and 111 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.